Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, it was found in x-ray that implant had laid down when the patient visited the hospital for follow-up. It laid down but there was bone union so the surgeon mentioned that there would be no problem postoperative course in the future. There is no plan to remove the cage ahead. No patient complications were reported.